Event description:
The company representative visited the facility and was informed that 2 of the iabps generated a "rapid gas loss". The iabps were maintained by a third party and the customer is unable to provide the specific serial number of the iabps that generated the alarm or any other detail of the event or the iabps. Iabps serial #: (B)(4). Related medwatch reports: 2249723-2014-01396, 01405, 01407, and 01408.

Manufacturer narrative:
The company representative was unable to duplicate the reported problem. The iabps were tested to factory specification. It functioned normally and was returned to the customer. (B)(4).